Event description:
It was reported that during a radiofrequency ablation procedure, there was a vascular access complication and femoral artery pseudoaneurysm. The patient had extended hospital stay due to this event. The patient is a participant of the gold af clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The sheath has not been returned for analysis. This was a clinical issue encountered during the procedure but no patient complication occurred. No product malfunction reported.

Event description:
It was subsequently reported that the patient is "fine" and was released in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.